Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage and was not working. Customer stated that the screen of insulin pump had a dark mark. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged missing segments/partial display and cosmetic damage(damaged lcd window) found on 01/27/2022. Pump received with blank display. Unable to perform the displacement test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and no moisture damage on the electronics, 40 pin flexible printed circuit/lcd and battery tube. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and missing segments/partial display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. During visual inspection a crack was found on the u6 chip and lcd glass, as well as bleeding on the display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case above arrow and battery icon, cracked keypad overlay, minorly scratched lcd window, and keypad overlay texture damage. In summary, customer allegation for cosmetic damage (damaged lcd window) was confirmed during visual inspection where minorly scratched lcd window was noted. Missing segments/partial display confirmed due to cracked lcd glass. Blank display confirmed due to cracked u6 chip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.